Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the pain across the back and legs was unknown. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient fell and she was now having pain across her back and legs and she was pretty sure it had to do with her sciatic nerve. The patient had x-rays taken yesterday. Patient redirected to their manufacturer's representative. No further complications were reported/anticipated.